Manufacturer narrative:
510k: this report is for an unknown synthes universal spine system (uss)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: dr. Bernal- márquez, j. And dr. Gils, s.m. (2002), surgical treatment of degenerative spondylolisthesis with or without posterior instrumentation, mexican journal of orthopedics and traumatology, vol. 16 (no. 1), pages 23-28 (mexico). The aim of this retrospective, cross-sectional, comparative case-review study is to demonstrate that patients with degenerative spondylolisthesis, who are surgically managed by conventional lumbar extension, root release and posterolateral arthrodesis, have satisfactory progress and fewer complications than those in whom spondylolisthesis reduction and fixation with transpedicular posterior instrumentation was added. Between january 1998 to may 2000, a total of 17 patients (10 females and 7 males), with an average age of 60.23 years (range of 48 to 75), were included in the study. Surgery was performed using universal spine system (uss). The following complications were reported as follows: the total bleeding obtained from the sum of the trans-operative quantification, plus the drain cost, was 300-400 ml in 1 patient; 400-500 ml in 3 patients, 500-600 ml in 1 patient; 900-1,000ml in 3 patients; 1,000- 1,500 ml in 5 patients and more than 1,500 ml in 1 patient. 4 patients had surgical wound infection. 1 patient had a deep soft tissue infection and 3 patients had superficial infection. 1 patient had a deep venous thrombosis in the left pelvic floor. 1 patient had subendocardial ischemia. 7 patients required surgical reoperation. 1 patient underwent three surgical cleaning's and instrumentation removal due to deep infection. 1 patient had failed arthrodesis. 5 patients presented the same pain and 12 patients improved their symptoms during the six-month follow-up. 1 patient in fig. 7 shows a reproduction of the olisthesis and formal compression of the dural sac after the removal of the instrumentation. The neurological symptoms of 1 patient worsened with pseudarthrosis and rupturing, and 3 patients remained the same. The mean time when walking started after surgery is 12.11 (between 5 and 16 weeks). 1 patient required removal of instrumentation due to loosening and new surgery to complement the lateral-lateral arthrodesis. 1 case had pseudarthrosis and loosening of the implant. 7 patients had implant rupture, 4 patients underwent usus withdrawal due to rupture. 3 patients had implant rupture (but the article did not specify that they underwent reoperation. This is report 1 of 3 for (B)(4). This report is for an unknown synthes universal spine system (uss).